Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) unit had a low helium alarm show up. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) unit had a low helium alarm show up.

Event description:
N/a.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "low helium alarm". It was being reported by the user that there is a problem of "low helium" which is being showed during the startup. A getinge field service engineer (fse) had evaluated the unit and it is being found that the external helium tank from was not opened during the use. Than the fse had re-opened the helium tank from which the helium leak test had been passed. Than the device had passed all the performance according to factory specifications. The device was returned to the customer and cleared for the clinical use. System hrs: 3626 , assist hrs: 3354. There was no involvement of the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.